Event description:
1 hr into treatment, it was noted that blood was dripping from pump and air was in blood lines. System had alarmed and was shut down. Pump segment noted to have crack in it. Replaced with different lot #. Pt restarted on dialysis with no problems. Second occurrence today.